Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise which resulted to inappropriate shocks with no therapy exhaustion or pacing inhibition noted. Additional information received indicating that there was no device exhaustion and pacing inhibition. Subsequently surgical intervention was performed and it was noted there was fibrosis in the pocket grew around the lead and ended up bending the lead in half at a very acute angle. Testing revealed normal sensing and threshold, but impedance was greater than 2000 ohms. The physician cut the lead to remove the fibrotic growth and capped the remaining lead portion. The cause of noise was not determined but when the rv lead was replaced all measurements went to normal. The lead was replaced with new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.